Manufacturer narrative:
The unidentified microcatheter and the rhv were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned unsheathed and unprotected. Located off the proximal end at 26.5, 51.5, 91.0, 117.0 (all in centimeters), and at the green introducer are a series of severe bends on the core wire. This damage is post-procedural in nature. Located 18.0cm off the distal tip of the green introducer the core wire protrudes outside the sheath. One mid-section of the coil has been damaged. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section). The proximal end of the coil has compression and buckling damage. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. Mechanical sheath damage from the resheathing tool was found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and severely damaged with the surrounding edges raised above the surface plane. The locking mechanism has compression and stretching damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As viewed through the returned packaging, it was found that the coil was returned unsheathed and unprotected. One mid-section of the coil has been damaged. The proximal end of the coil has compression and buckling damage. Due to how the device was handled post-procedurally, the circumstances of how and when the coil was damaged cannot be fully determined. The coil¿s socket ring has been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. Located off the proximal end at 26.5, 51.5, 91.0, 117.0 (all in centimeters), and at the green introducer are a series of severe bends on the core wire. The damages found on the device during analysis may have occurred post procedurally, but no information was available to corroborate the findings. Additionally, the review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630 / c21515) had resistance/friction inside the microcatheter. There is no report of injury to the patient. Additionally, the analysis found that the coil was damaged. Neither, the complaint device nor the concomitant device kink/bent at any time. There is no information regarding damages noted when the device was removed. An adequate continuous flush was maintained throughout the procedure. Other products were successfully used prior to the reported event. No other devices were successfully used with the concomitant devices after the reported event. The difficulty occurred during insertion through the hub of the catheter. The target site was basilar artery, no characteristics were reported.